Manufacturer narrative:
(B)(4). This lot was manufactured from june 26, 2014 to june 27, 2014. Evaluation summary: the sample was received for evaluation. A visual inspection identified a single black irregularly shaped particle, approximately 0.02 mm in size, embedded in a stress-member plug material. The cause of the presence of the particulate matter could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a small black particle ¿near the end of the central stem inside the balloon¿ of a large volume infusor. This was noted during filling of the device with 5-fluorouracil and sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.